Event description:
It was reported that on (B)(6) 1996, the patient underwent a stenting procedure in the proximal right coronary artery with one multi link vision 3.5 x 25 mm. On (B)(6) 2010, the patient underwent a xience v stenting procedure in a 89 mm long, restenosed previously stented lesion in the proximal right coronary artery with overlapping 2.5 x 28 mm, 2.75 x 28 mm and two 3.0 x 28 mm stents. The patient underwent additional xience v stenting in a 34 mm long lesion in the proximal circumflex artery with overlapping 3.0 x 23 mm and 3.0 x 18 mm stents. On (B)(6) 2011, the patient was hospitalized with stable angina. The functional ischemia study was positive. On (B)(6) 2011, poor dilatation to the xience v stent and severe restenosis was confirmed in the right coronary artery from the distal right coronary artery to the posterolateral descending artery. The patient underwent percutaneous coronary angioplasty in the index target vessel and a non-target vessel in the posterior descending artery. The patient's condition resolved and the patient was discharged one day after the procedure. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 2.75 x 28 mm, 3.0 x 28 mm, 3.0 x 28 mm, 3.0 x 23 mm and 3.0 x 18 mm, multi link vision 3.5 x 25 mm. Other: aspirin, clopidogrel. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. Return of the xience v stent delivery system may have aided in the investigation and determination of cause. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It was reported the lesion was calcified, which likely contributed to the reported difficulties. There was no reported product deficiency and the product was not returned. Angina, ischemia, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the xience v was implanted in a 89 mm long, restenosed previously stented lesion. It should be noted the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the stent have not been established for subject populations with lesion lengths greater than 28 mm and in-stent restenosis. It does not appear that the off label use of the xience contributed to the reported patient effects. A conclusive cause for the reported poor stent apposition and the reported patient effects could not be determined. As a search of the lot history record indicated no nonconforming material records for the lot and a search of the complaint database indicated no related incidents, there is no indication of a lot specific product quality deficiency. Based on this investigation, there is no indication of a product quality deficiency.